Event description:
I opted for the essure procedure. I was in constant pain and discomfort. I had sharp stabbing shooting pain through my vaginal and pelvic area everyday! I opted for this because I have 3 kids and didn't want any more. With this procedure there's no downtime-yeah right, I was out of work 3 weeks and did I mention I'm a mom? And when I did go back I was still in excruciating pain. After numerous doctor visits and MRI's and tests trying to figure out what was wrong, I ended up having a hysterectomy on (B)(4) 2013, to get these (B)(4) coils out of my body.